Event description:
It was reported that this patient's implantable cardioverter defibrillator has recorded high shock impedance out-of-range on several occasions. Technical services reviewed the case and stated that high shock impedances of 125 ohms is not too uncommon. Recommended to check impedance stability, electrogram and other lead performance like the rate/sense. No noise was reported. Reportedly, the shock impedance has run as high as 180 ohms and suggested commanded r-wave synch max energy shock. Attempts to obtain additional information was unsuccessful. Unknown if the commanded shock was performed or not. This right ventricular lead remains in service and no adverse patient effects were reported.